Event description:
Additional information was received from the patient that reported the patient had a pressure sore on the bottom of her right foot that got infected. The steps taken to resolved the mrsa infection was 7 weeks of intravenous daily antibiotics and surgery to remove the infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they went to have their implantable neurostimulator (ins) removed but they found out that they had (B)(6) and they would not remove the ins at that time. This issue occurred in (B)(6) 2016. Due to the (B)(6) and the delay in getting the ins removed they needed to have the removal prescription renewed. The (B)(6) was resolved at the time of the report but it was unknown how it resolved. The patient's ins was fully depleted and not working. This issue occurred around the end of 2015. Their doctor was set to remove the ins and leave the leads in sometime in the future. The patient was implanted for lumbar radiculopathy, multiple back operations, and other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.